Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the device failed to discharge during a patient event. There was no report of patient harm.